Event description:
Info received indicates the top rail assembly is broken on the right siderail, preventing the siderail from latching.

Manufacturer narrative:
The tech replaced the top rail assembly to repair the bed.